Event description:
It was reported that post op of a laparoscopic gastric sleeve on (B)(6) 2010, the pt was taken back to the operating room on (B)(6) 2010 due to a drop in their hemoglobin count. The surgeon was required to do an additional procedure on the pt as an exploratory. When the surgeon examined the short gastric vessel, he found loose clips in the abdomen and the seal had opened from the original surgery. They used an er420 with the etrio in the original procedure. The pt had lost 800 cc of blood and there was an opening on one of the short gastric vessels. It was unk how many units of blood were required. They were sent to ICU and stay longer before release. They completed the re op by placing more clips and used surgicel for homeostasis. Pt is reported to be stable at this time. The devices were discarded at the account. Additional info: surgeon conquers info reported. He clarified his opinion at this point that the er420 was the most likely cause of the blood loss, not the enseal device.

Manufacturer narrative:
(B)(4).